Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After the stent was placed the guide catheter separated from the delivery system and was left in the patient. The physician used biopsy forceps to try and remove the just the guide catheter but both the guide catheter and the stent came out. The physician selected a 10fr stent, which he attempted to deploy, but realized he has selected the wrong size. The procedure was completed with another 7fr rapid exchange biliary stent system. The patient developed mild post procedure pancreatitis, which resolved quickly and the patient was released from the hospital two days later. The physician stated that the pancreatitis was not stent related.

Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After the stent was placed the guide catheter separated from the delivery system and was left in the patient. The physician used biopsy forceps to try and remove the just the guide catheter, but both the guide catheter and the stent came out. The physician selected a 10fr stent, which he attempted to deploy, but realized he has selected the wrong size. The procedure was completed with another 7fr rapid exchange biliary stent system. The patient developed mild post procedure pancreatitis, which resolved quickly and the patient was released from the hospital two days later. The physician stated that the pancreatitis was not stent related.

Manufacturer narrative:
Visual inspection of this device revealed severe damages to the guide pull wire. The working length of the push catheter was bent and the rapid exchange (rx) window on the push catheter was deformed. A kink was noted on the push catheter at approximately 16 centimeters from the distal end of the push catheter close to the r.o marker. The stent was not returned for analysis. The guide catheter was kinked, stretched and dislodged completely from the push catheter. A functional evaluation could not be performed on this device due to the damages on the guide pull wire and the guide catheter. It appears these damages occurred during the procedure. The rx port/window and the push catheter most likely became damaged at the same time the guide catheter broke away completely from the delivery system. Based on the analysis of this device and review of similar complaints with similar issues, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.